Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer failed backup battery, cable indentification and led (light emitting diode) functional tests; the analyzer was found out of electrical specification. Product ID: 2090 programmer. Product ID: 2067 rf (radio frequency) head. (B)(4).